Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case.  Please reference related manufacturer report no:   2015691-2020-14091, (B)(4), 2015691-2020-14093, 2015691-2020-14094, 2015691-2020-14095, 2015691-2020-14096, and 2015691-2020-14097.

Manufacturer narrative:
Please reference article: useini, dritan, et al. ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ the thoracic and cardiovascular surgeon (2020). The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2017. For this reason, the first day of the reported study period (2/1/2014) was used as the occurrence date. This is one of seven manufacturer reports being submitted for this case. Although the author did not specify the root cause of converting to cardiopulmonary bypass, the titles of the article refers to oversized versus non-oversized prosthesis.  Multiple attempts were made to obtain additional information however, the information was not forthcoming.  The following adverse event may be relevant:  per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). [Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site.]   This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Two patients expired due to cardiovascular issues within the 30 day post op the tavr procedure. Details of the events were not provided. Based on the limited information provided a root cause cannot be determined, however it may be related to patient factors/procedural factors (e.g. Abnormal lab chemistry, other arrhythmias, pro-long qt syndrome [due to certain medications], poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article: ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ regarding single-center retrospective study to evaluate the early and midterm clinical and echocardiographic outcomes in patients who received os, latest-generation balloon-expandable s3 thv after tavr using the transapical (ta) approach. 122 patients underwent transapical approach with sapien 3 thv between february 2014 and june 2017. The following event happened during the procedure: two patients expired due to cardiovascular issues within the 30 day post op the tavr procedure. Details of the events were not provided.